Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz2107 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported by the customer "hole in catheter near 3cm mark."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "hole in catheter near 3cm mark." Additional information received 09/06/2022: a detailed description of the event: insertion of catheter for long term antibiotics. Stylet removed with mild resistance after confirmation x-ray. PICC catheter flushed and leakage noticed at 3cm mark. ¿ what type of catheter securement was utilized? Per-q-cath ¿ placement date: 8/4/22 ¿ was there any exposure to blood or chemo? None ¿ was the healthcare provider exposed to the medication?: no ¿ did the patient receive the require dosage? N/a.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed. One 2 fr per-q-cath was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed with a 12 ml syringe of water and a leak was found in the catheter tubing at the 2 cm depth marker. A microscopic observation revealed a small diagonal split in the catheter tubing at the leak site, and additional damage was observed on the interior wall of the catheter. The location, extent, and physical characteristics of the damage observed in the returned sample indicate the catheter was likely damaged due to excess friction from the stiffening stylet. This can occur if the stylet is moved within the catheter prior to proper hydration of the stylet and/or due to excessive manipulation of the catheter with the stylet inserted. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer "hole in catheter near 3cm mark." Additional information received 09/06/2022: a detailed description of the event: insertion of catheter for long term antibiotics. Stylet removed with mild resistance after confirmation x-ray. PICC catheter flushed and leakage noticed at 3cm mark. What type of catheter securement was utilized? Per-q-cath. Placement date: (B)(6) 2022. Was there any exposure to blood or chemo? None. Was the healthcare provider exposed to the medication?: no. Did the patient receive the require dosage? N/a.